Manufacturer narrative:
The ca2 reagent lot number was 882078 with an expiration date of 31-aug-2026.

Event description:
There was an allegation of discrepant low results for 3 patient samples tested for calcium gen.2 (ca2) on a cobas 8000 c702 module. Patient 1 initial result was 5.1 mg/dl. The repeat result was 9.2 mg/dl. Patient 2 initial result was 6.9 mg/l. The repeat result was 9.1 mg/dl. On (B)(6) 2025, patient 3 initial result was 5.1 mg/dl. The repeat result was 9.3 mg/dl. The samples were repeated as the low results did not correspond to the patient¿s clinical history.

Manufacturer narrative:
The customer's calibration data showed that calibration signals were unstable. Additionally, there were many calibration alarms. The water container was cleaned, and the cuvettes were replaced. The field service engineer (fse) adjusted the levels of the cuvette washing stations and the pipetting. The customer has not complained of any further issues since the service visit. The investigation determined the event was most consistent with inappropriate levels of the cuvette washing stations and the misadjustment of the pipetting; however, the specific cause of the event could not be determined.